Event description:
The rptr is calling to report on his pacemaker. The device was implanted approx 08-97 into the upper lt chest. Since that time, the rptr claims to have been experiencing "pulsing" in and around the implant site. He states the "pulsing" causes pain which has lead to sleeplessness. In order to sleep, he must take a sleeping pill as well as pain medication. The rptr has spoken to his physician regarding this situation. The physician, according to the rptr, states this situation is not normal. The rptr also contacted the MFR who informed him that this situation is normal. The rptr is seeking intervention since he is at his "wit's end". The rptr emphasizes the fact that the "pulsing" and pain are nonstop.